Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af284 with lot number 91566 were returned and analyzed. The data files showed at least 20 injections were performed with the returned balloon catheter on the date of the event and system notice 50012 ¿the refrigerant delivery path is obstructed¿ was triggered on two applications. Visual inspection showed a pin on the electrical umbilical connector was bent, the coaxial umbilical connector was disconnected from the handle and the luer was deformed. In conclusion, the balloon catheter failed the returned product inspection due to the damaged luer. If information is provided in the future, a supplemental report will be issued.

Event description:
The balloon catheter was returned to the manufacturer, analyzed, and tested out of specification.